Event description:
It was reported that an intermate had its reservoir rupture near the end of infusion. The device was filled with a solution of amiklin. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample for evaluation. Visual examination of the unit determined that the reservoir ruptured in a footed position. The reservoir was also microscopically examined for any abnormalities that may have potentially contributed to the rupture. Markings on the interior surface of the reservoir were detected near the rupture line. The cause of this event could not be determined. No other observations were noted on the unit. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A supplemental report will be submitted if any additional relevant information becomes available.